Event description:
On 11-may-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 40 mg/dl, resulting in loss of consciousness and hospitalization. The user was transported by ems to the hospital where treatment included IV dextrose and IV fluids. The user was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. The user resumed ilet therapy following discharge.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported ems transport, loss of consciousness, and treatment with IV dextrose and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirmed multiple low glucose events preceding the hospitalization. Information provided by the territory business manager and review of device reports indicated that three dinner meal announcements were entered while glucose was already low, resulting in excessive insulin delivery and subsequent severe hypoglycemia. The user denied making the meal announcements; however, device records confirmed the entries. Based on available information, the event was attributed to use-related factors involving accidental meal announcements during hypoglycemia. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.